Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an infection inside which led to peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was performed, and no issues were detected during the manufacturing of gd893305 and gd893149. Should additional information become available, a follow-up report will be submitted.